Manufacturer narrative:
Qn#(B)(4). Associated MDR#s 9680794-2023-00551 and 9680794-2023-00550.

Event description:
It was reported 30 minutes after the cvc was placed in an 81 year old male, the patient's blood pressure dropped to 50/30 and heart rate dropped. Cvc was removed and patient treated with steroids, epinephrine, and fluids. A second cvc was inserted and the patient experienced the same symptoms. Patient returned to normal signs after treatment. The patient's current condition was reported to be stable and he was released from hospital.

Manufacturer narrative:
(B)(4). Associated MDR#s 9680794-2023-00551 and 9680794-2023-00550. The report of a catheter related allergic reaction was confirmed based on the customer report. The customer report confirmed that the patient experienced anaphylactic shock symptoms due to chlorhexidine exposure. The customer used two different catheters coated in chlorhexidine and the patient experienced the same reaction twice. The labeling provided with the coated catheter states "the arrowg+ard blue antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs." Therefore, based on the reported event, unintentional use error (patient condition) likely caused or contributed to this event. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported 30 minutes after the cvc was placed in an 81 year old male, the patient's blood pressure dropped to 50/30 and heart rate dropped. Cvc was removed and patient treated with steroids, epinephrine, and fluids. A second cvc was inserted and the patient experienced the same symptoms. Patient returned to normal signs after treatment. The patient's current condition was reported to be stable and he was released from hospital.